Manufacturer narrative:
Upon inspection of the returned farawave catheter no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. A guidewire was successfully inserted through the catheter without any resistance. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that there was difficulty initially inserted the guidewire into the catheter and then it became stuck in the catheter during use. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Some resistance was noted near the handle when initially inserting the guidewire, but insertion was ultimately successful after adjusting the guidewire. After the catheter was advanced into the left atrium (la) while in the sheath the guidewire was moving freely, but once the catheter was advanced out of the sheath the guidewire became stuck in the catheter. The catheter was not fully deployed, and the guidewire was able to be freed. Afterwards it was noted that manipulating the guidewire did not feel right and it seemed to be getting stuck on something. After multiple attempts to deploy the guidewire, it would work fine but then get stuck again. Resistance was felt despite placing the catheter mid-chamber, advancing the guidewire out into the vein, and deploying the array to the basket shape. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that there was difficulty initially inserted the guidewire into the catheter and then it became stuck in the catheter during use. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Some resistance was noted near the handle when initially inserting the guidewire, but insertion was ultimately successful after adjusting the guidewire. After the catheter was advanced into the left atrium (la) while in the sheath the guidewire was moving freely, but once the catheter was advanced out of the sheath the guidewire became stuck in the catheter. The catheter was not fully deployed, and the guidewire was able to be freed. Afterwards it was noted that manipulating the guidewire did not feel right and it seemed to be getting stuck on something. After multiple attempts to deploy the guidewire, it would work fine but then get stuck again. Resistance was felt despite placing the catheter mid-chamber, advancing the guidewire out into the vein, and deploying the array to the basket shape. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.